Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that a loss of capture was seen. The lead was initially replaced, but the loss of capture remained. The device was then explanted and replaced, and the issue was resolved. No patient complications have been reported as a result of this event.